Event description:
During a 2 to 3 hour MRI set of procedures (lumber spine scans), a very large woman (weight was estimated between 200 and 230 lbs.) Under anesthesia received several skin burns beneath the ECG electrodes. Two sets of 3 burns (early indications believed burns were first and second degree burns) were reported. Apparently, during the MRI scans, the operators observed skin heating beneath the ECG electrodes, and replaced and repositioned the ECG electrodes, and a second set of burns occurred beneath the second set of electrodes. The heating at the skin was severe enough that the plastic clips of the ECG lead wires became partially melted. The scans performed occurred over a 2 to 3 hour period, during which the patient was diaphoretic (i.e. Sweating). The patient was restrained within the MRI bore several times during the prolonged scan period. The patient's skin burns were treated in the emergency room with silvadene cream, and the patient was then returned to the MRI for further scanning (thoracic and cervical spine scans).